Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the suture, link, posterior cuff, and posterior needle tip were not returned with the device; therefore, the scope of this investigation was limited. Inspection found that the anterior cuff successfully captured the needle, but the link was pulled from the swage end of the anterior cuff. The link pull would result in a failure to retrieve the suture during plunger retraction and could appear very similar to the reported cuff miss. A link-to-cuff detachment suggested that there was resistance encountered while retracting the needle plunger; however, the returned condition revealed no needle strike mark at the posterior foot to suggest that the posterior needle might have been deflected and struck the foot, resulting in the posterior cuff not being able to be ejected out of the posterior foot pocket. This could create resistance to the needle plunger retraction. Because the suture was not returned it could not be determined if the suture might have been dragged through the device which could generate resistance to the needle plunger retraction. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the link pull from the swage end of the anterior cuff. Based on the investigation findings, the root cause for the link-to-cuff detachment could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.